Manufacturer narrative:
The imaging system's mobile view station (mvs) computer was replaced and was returned to the manufacturer for analysis. Issue was able to be duplicated. At initial application of power, the computer did not turn on. This prompted a check of the bios settings and it was noted the time/date were incorrect. The cmos battery failed and resulted in the bios setting reverting to "stay off" at ac power loss rather than resuming. Replaced cmos battery and set the bios up as appropriate for rev 5 mvs computer. Cmos battery measured 0.52vdc where 3vdc is expected. The computer now boots at power application. 2d and 3d imaging are functional. The hardware investigation found that the reported event was related to a computer issue; cmos battery voltage is low/bad.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system computer would not power on. The system would power on and the line power light was illuminated. No additional information was provided. There was no patient present when this issue was identified.